Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered a number of therapies and it was uncertain if they were appropriate or not. Patient was symptomatic from premature ventricular contractions (pvc) which were independent of device function. Programming changes were recommended. Patient was stable before, during and after the pvc episodes. Patient didn't show-up for electrophysiologist appointment the following day.